Manufacturer narrative:
The insulin pump alarmed unexpected restart and loss of settings after battery change due to faulty component on the interface board. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads, missing end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump alarmed unexpected restart and doesn't retain the time and date. Customer's blood glucose was 11.7 mmol/l. Troubleshooting was performed and the device passed the self-test and displacement test. A new battery was inserted shortly after inserting a new battery. Then the customer stated the basal settings were retained but not the time and date. Customer was advised the insulin pump needed to be replaced. Customer agreed to return the device for analysis.